Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a drain placement procedure, an internal retention string came loose and premature release of the drain occurred. The target area was located in the right posterior thorax. An all purpose drainage loop/8 flexima regular drainage catheter was selected, placed and secured to drain fluids in the target area. Few minutes after the procedure, patient called in noting that the device has fallen out. Patient was brought back and it was noted that the interlocking part of the device which was in the patient came loose. It was also noted that the pigtail was loosened and the drain had fallen out and was not secured. Another drain was not placed as it was determined that there was not enough fluid to put another drain in at that point of time. The procedure was completed with this device. No patient complications were reported and no harm on patients' condition.

Manufacturer narrative:
Event date corrected from (B)(6) 2013. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was received for analysis. Unit returned in a generic plastic bag. The unit returned presented one section of the suture separated of the catheter, the suture key was not returned. A visual inspection was performed, the catheter returned presented the pigtail is correctly formed, the drainage presents the suture broken. It was received separated in two sections, one section is inside the catheter and the other section is outside the catheter. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a drain placement procedure, an internal retention string came loose and premature release of the drain occurred. The target area was located in the right posterior thorax. An all purpose drainage loop/8 flexima regular drainage catheter was selected, placed and secured to drain fluids in the target area. Few minutes after the procedure, patient called in noting that the device has fallen out. Patient was brought back and it was noted that the interlocking part of the device which was in the patient came loose. It was also noted that the pigtail was loosened and the drain had fallen out and was not secured. Another drain was not placed as it was determined that there was not enough fluid to put another drain in at that point of time. The procedure was completed with this device. No patient complications were reported and no harm on patients' condition.